Manufacturer narrative:
**Update** (B)(6) 2011 litigation papers received, there is no new information that would change the outcome of this investigation. Examination of the reported devices was not possible as they were not provided. It is known that, among others, allergic reaction to metals is one of the warnings and precautions in device labeling. It is not known if any pre-surgery testing for metal allergies was performed for this patient. The investigation could not draw any conclusions about the reported event. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2011- plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised due to metal sensitivity.